Manufacturer narrative:
A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval, as the device was discarded after the event occurred.

Event description:
It was reported on (B)(6) 2014 the catheter was inserted for leukemia chemotherapy into a (B)(6) male pt via the left cephalic vein. It was reported that on (B)(6) he complained of a chest pain. Blood backflow was not confirmed. X-ray and CT allegedly revealed that the catheter had stuck out from the superior vena cava and the pt had a pleural effusion. The facility reported that the catheter was percutaneously removed, and a chest tube was inserted for drain. The pt has recovered. On (B)(4) 2015 clarification received: the superior vena cava was allegedly perforated by the catheter. This may have been caused by the user cutting down the distal tip of the catheter aslant.